Manufacturer narrative:
H.6. Investigation summary: this summarizes the investigation results regarding a complaint that alleges discrepant result when using kit rsv 30 test physician veritor (material #: 256038), batch number 2262173. It was reported by the customer that they obtained a discrepant result for a patient sample. According to the customer, they observed 3 lines instead of 2, while the instrument reports a negative result. After reinserting the cartridge 3 times, the instrument reports positive results. Bd quality performed a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. This complaint was unable to be confirmed. No trend against discrepant result was identified. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time h3 other text : see h.10.

Event description:
It was reported when using the kit rsv 30 test physician veritor the user visually inspects the cartridge and questions the result when three lines instead of two was observed. The reader provided a negative result. No health impact or consequence reported.

Event description:
It was reported when using the kit rsv 30 test physician veritor the user visually inspects the cartridge and questions the result when three lines instead of two was observed. The reader provided a negative result. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.